Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: reporter email address unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that an implant at tooth site # 46 was removed due to a nerve injury. Patient returned on (B)(6) 2026 to complete the procedure.